Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 406 mg/dl. Customer stated that they currently on the fill tubing screen. Customer stated they holding down on the act button for a while and insulin dripping at the end of her tubing. The device will not be returned for analysis.